Event description:
It was reported that the patient had an infection after implantation. The patient was prescribed with keflex and bactrim. The patient was reportedly doing well. No further information has been obtained despite good faith efforts.